Manufacturer narrative:
This is the same event as 3010536692-2016-00340 & 3010536692-2016-00364.

Event description:
Allegedly, the patient is experiencing disassociation, tibial or femoral prothesis.